Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After deployment of a 12mm-60mm epic stent, a 10.0 x 20, 75cm mustang balloon catheter was advanced for post dilatation. However, when the balloon was inflated at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.